Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication as the countback screen was displayed for drawer 3, bin 09. No relevant information was found in the windows logs, and no failed drawers were identified in the populate buttons screen. The cubex application was restarted, and the matrix drawer 3 opened successfully using the locate function. The user was subsequently able to issue the medication successfully. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) restarted the cubex application. The system functioned as intended after the technical support specialist troubleshot the device.